Event description:
It was reported that (2) devices were used during a radical prostatectomy. It was reported by the affiliate that the lcsc5 shears, after 3 minutes, had no function. Another device was used to complete the case. There was no consequence to the pt.